Event description:
It was reported to philips that the device screen was black. There was no patient involvement.

Event description:
It was reported to philips that the device screen was black. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty display assembly. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the display assembly. The display assembly was replaced to resolve the noted issue. To coincide with the display replacement, a new display cover was also provided to the customer. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.